Event description:
Reportedly during patient use, an air leak was found at the check valve, in the air supply block. There was a low volume alarm and the patient was manually ventilated before being transferred to another ventilator. There were no adverse patient effects reported.